Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.